Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 499 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting, high ketones and trouble standing up. Patient was initially treated with intravenous (IV) medication in the ER and a new pod was applied. 45 minutes later, symptoms worsened and patient was transferred to the hospital and admitted. The second pod was removed and she was treated with IV insulin and potassium, and discharged after spending 2 days in the hospital. This pod was discarded.